Event description:
It was reported that during a kidney stone retrieval procedure, a tip detachment occured. The stone was located within an unspecified kidney. The 2.4/4/120 segura hemi stone retrieval basket was advanced, however, upon attempting to capture the stone, the tip of the sheath detached and remained inside the pt. The detached tip was retrieved by unspecified means. The procedure was completed with a different device. The pt's status is reported as "stable".